Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-8400obe was received for evaluation. Visual inspection noted that the connector hub was broken off. A functional test cannot be performed as the hub was damaged. The most likely cause of the reported failure is a user error; specifically, incorrect setting of the device on the handpiece or using the incorrect handpiece.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder decompression surgery the shaver handpiece ar-8332h (sn: (B)(6)) damaged 2 burrs ar-8400obe (batch 15446780). They got torn up in the bottom where they attach to shaver handpiece. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.